Event description:
It was reported that balloon rupture occurred. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture at 6atm upon first dilation for 10 seconds. The procedure was completed with another of the same device. No patient complications reported.